Event description:
It was reported that there was an unexpected rate change during an infusion of propofol. The event occurred in the ICU. It was noted that the propofol infusion "mysteriously" changed from 25mcg/kg/min to 35mcg/kg/min. It was reported that the intended rate was 22.9ml/hr, which "corresponds to 35 mcg/kg/min." The reporter explained that "22.9 ml/hr was displayed on the pump screen, however the nurses stated they never changed the rate." It was coincidental that the rate was infusing at its intended rate per the reporter. It was also noted that as a result of the event, the clinician "had to get a different pump and reprogram all drips." There was no delay in patient care due to the event.

Manufacturer narrative:
Additional information added to: a1,a2,a3,a4,b7.

Event description:
It was reported that there was an unexpected rate change during an infusion of propofol. The event occurred in the ICU. It was noted that the propofol infusion "mysteriously" changed from 25mcg/kg/min to 35mcg/kg/min. It was reported that the intended rate was 22.9ml/hr, which corresponded to 35 mcg/kg/min. The reporter explained that 22.9 ml/hr was displayed on the pump screen, however the nurses stated they never changed the rate. It was coincidental that the rate was infusing at it's intended rate per the reporter. It was also noted that as a result of the event, the clinician had to get a different pump and reprogram all drips. There was no delay in patient care or patient impact due to the event.

Manufacturer narrative:
Although requested, race and ethnicity of the patient is not known. The reported experience of unintended rate change was identified in the logs as user programming. Inspection showed no anomalies with the pumping mechanism on the reported event date of (B)(6) 2019 at 1:02 am, the suspect device received a remote IV for drugid 545(1000mg/100 ml; dose= 15mcg/kg/min) at a rate of 9.801 ml/hr (vtbi= 80 ml). Review of the pcu event log showed the suspect device was selected and the dose was manually changed multiple times throughout the infusion. At 8:59 am, the device was selected and changed the dose to 25 mcg/kg/min. At 9:42 am, the device was selected and changed the dose to 20 mcg/kg/min. At 12:12 pm, the device was selected and changed the dose to 35 mcg/kg/min. At 12:44 pm, the infusion was paused and restarted approximately one and a half minutes later. At 1:06 pm, the infusion completed. Timed rate accuracy testing showed the device was performing within specification. Review of the pcu error log showed no errors were recorded on the reported event date. The root cause of the complaint of unintended rate change was identified in the logs as user programming.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional information provided.

Event description:
It was reported that there was an unexpected rate change during an infusion of propofol. The event occurred in the ICU. It was noted that the propofol infusion "mysteriously" changed from 25 mcg/kg/min to 35 mcg/kg/min. There was no delay in patient care due to the event.